Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating. It was noticed that the pump was sticky. The pump was explanted and replaced. No patient complications reported.

Manufacturer narrative:
Correction to field d6a: implant date. Upon receipt at our quality assurance laboratory, the component of this inflatable penile prosthesis (ipp) underwent a thorough analysis. The momentary squeeze (ms) pump was microscopically inspected, leak tested and functionally tested. The microscope test revealed that the ms pump kink resistant tubing was worn to the filament. The ms pump passed leak test and functional testing. Product analysis was unable to confirm the reported device allegation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating. It was noticed that the pump was sticky. The pump was explanted and replaced. No patient complications reported.